Manufacturer narrative:
The device was received deployed. The data shows the device completed both the first and second priming sequences and delivered 2179 pulses, including multiple boluses. No timeouts or drive stalls were seen in the download data. No damages or defects were found that would result in a needle mechanism failure.

Event description:
It was reported that the patient's blood glucose level reached 19.2 mmol/l (345.6 mg/dl). The pod was worn between 24 and 36 hours on the leg. It was noted that the pink slide did not move forward, but the cannula was visible. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device has not been returned/received. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and hyperglycemia or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.